Event description:
The account reported that the patient presented with dark black stools, covid-19 positive polymerase chain reaction (pcr) test, shortness of breath (sob), fatigue, intermittent dizziness, chills, worsening malaise, and decreased food intake. The covid-19 infection was not device or therapy related. The patient had intermittent darks tools and bright red blood per rectum; however, gib was not confirmed. The treatment plan was to monitor the patient¿s hematocrit and hemoglobin (h&h). Their infection resolved without sequelae on (B)(6) 2022, and they were discharged home that day.

Manufacturer narrative:
Main investigation conclusion a direct relationship between the device and the reported gastrointestinal bleeding (gib) and patient conditions could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (b(4). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Review of the device history records for (B)(4) showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.